Event description:
It was reported that the device had upstream occlusion. No patient injury was reported.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, an upstream occlusion was noted. No patient consequences were reported. No adverse effects were reported.